Manufacturer narrative:
The insulin pump alarmed during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The occlusion test could not be performed due to the motor error alarm. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump was not delivering as it normally did. The blood glucose had been running high. The blood glucose reading was 235 mg/dl. The customer treated with a bolus. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.